Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 230mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.